Event description:
Baxter foreign affiliate reported the home pt (hp) felt overfilled while using the homechoice cycler for apd therapy. Foreign affiliate reported the hp experienced system error 2005 during fill 2 of 5 of therapy and called baxter's operational support center (bosc) for assistance. Affiliate reported the hp started a new apd therapy and called bosc for assistance bypassing the first cycle of the apd therapy. Affiliate reported later during apd therapy the hp experienced shortness of breath and went to the ER at the hosp. Affiliate reported the hp manually drained 4,600mls of solution at the hosp, 1,600mls greater than the programmed fill volume of 3,000mls. Affiliate relates there was no pt injury as a result of this incident.